Event description:
According to the customer, the image resolution on s8-3t transducer is poor.

Manufacturer narrative:
(B)(4). Image quality degradation during clinical use of the s8-3t was reported under 21cfr806 per z-2062-2011. Customers were informed about what actions to take in order to prevent risks for pts. The customer's s8-3t has not been returned for evaluation. There have been no adverse events as a result of this issue.